Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Adverse event report is being submitted due to symptoms related to diabetes: tired. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-2). At the time of the call, the customer reported feeling tired; medical attention was not needed at the time. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/30/2019 (expired) and open vial date is unknown. The customer did not have another vial of test strips that had been stored and handled correctly (also expired, customer did not test using these test strips). Customer was going to purchase new test strips at the pharmacy.